Event description:
Related manufacturer report number 1627487-2024-07136. It was reported the patient experienced inadequate stimulation with their system. In turn, reprogramming was unable to resolve the issue. In turn, surgical intervention took place wherein the existing leads were explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.